Event description:
It was reported that a polarcup trial insert slotted 22/45 is chipped. As this was noticed in a non-surgical environment, there was not any patient involved.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that a polarcup trial insert slotted 22/45 is chipped. As this was noticed in a non-surgical environment, there was not any patient involved. The complaint device, used in treatment, was not returned for investigation. The reported issue could not be confirmed upon visual inspection of the complaint device. The lot number of the complaint part was not provided hence the production documentation could not be reviewed. The complaint history review was performed. A review of the risk management documentation verifies the failure mode and severity of the reported issue. No prior escalation actions are related to the reported issue. There are not any indications that the device did not meet the specifications at the time of manufacturing. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should the device be received.

Manufacturer narrative:
H3, h6: it was reported that a polarcup trial insert slotted 22/45 is chipped. As this was noticed in a non-surgical environment, there was not any patient involved. The complaint device, used in treatment, was not returned for investigation. The reported issue could not be confirmed upon visual inspection of the complaint device. The lot number of the complaint part was not provided hence the production documentation could not be reviewed. The complaint history review was performed. A review of the risk management documentation verifies the failure mode and severity of the reported issue. No prior escalation actions are related to the reported issue. There are not any indications that the device did not meet the specifications at the time of manufacturing. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should the device be received

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the corrugated tubing was torn. A device history record (DHR) review was performed on the lot number of the sample received and there were no issues found that could relate to the reported complaint. Based on the visual exam, the reported complaint was confirmed. The manufacturing site reports "the tubing of the device was supplied by our supplier." A non-conformance was opened to address this issue.